Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced bent cannula leading to high blood glucose of 700 mg/dl and moderate ketones which healthcare professional assessed as not dangerous or life threatening.the patient tried to treat it with bolused via the pump, water. Therefore, the patient first went to emergency room and was subsequently admitted to hospital on (B)(6) 2024. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. Moreover, the infusion set was used for three days and site was patient's back. At the time of this report, the patient was not released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.